Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and a cause for the reported difficult or delayed positioning associated with the clip interaction with the anatomy and migration (partial clip movement) cannot be determined. The reported poor image resolution was associated with the visualization being challenging due to echocardiogram imaging quality, and thus related to procedural conditions. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip was explanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visualization was difficult due to echocardiogram imaging quality. The patient had a prolapse and a flail on the posterior leaflet. The steerable guide catheter (sgc) was inserted and the first clip was implanted medial in the valve. A second clip (10205u347) was advanced to the mitral valve. The clip got stuck on the anterior mitral leaflet but was freed after moving the clip more posterior. Grasping was performed, and leaflet insertion assessment was satisfactory. Establishing final arm angle was successful and the clip was deployed. However, two minutes after clip deployment, the clip partially moved. The posterior leaflet was no longer fully inserted but the clip was still attached to both leaflets. Mr was reduced to 3. Mitral valve replacement was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.